Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision. The physician relocated the pocket and implanted two new lead extensions. The patient was reportedly doing well following the procedure.